Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. Inspected the pump and performed functional tests, and the pump passed all tests. Further investigation of the pump found no issue with loading or alarm message on display. Therefore, no problem found with the issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received that during use of this smiths medical cadd ms3 pump, the pump exhibited errors regarding loading such as trouble loading the syringe, or error stating that the syringe needed to be loaded when pump was already running. It was reported that these errors occurred over 4-5 months. Reported that infusion is life-sustaining and the patient received remaining infusion volume by continuing to use the pump. No patient consequences were reported. No adverse effects were reported.